Event description:
I had an essure implant placed in 2008, I have since experienced severe headaches during my cycle. I also have extreme abdominal swelling and excessive bleeding. Also have joint pain and pain on my right side from the essure.